Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported atrial connector anomaly was not confirmed in the laboratory. Test leads were able to be normally inserted into the atrium lead bore, the diameters of which were verified to meet specification. No anomaly was found.

Event description:
It was reported that during an attempted implant, physician had difficulty inserting the atrial lead pin all the way into the atrial port. The device was replaced.